Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating out of box failure, the no breath alarm will not activate, and the unit goes into auto pulse mode without activation.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue of no breath alarm could not be duplicated, so the original complaint issue was not able to be confirmed.

Event description:
Dealer is stating out of box failure, the no breath alarm will not activate, and the unit goes into auto pulse mode without activation.